Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She believed she removed the remaining tampon pieces. She did not seek medical attention and did not experience any adverse health effects.